Event description:
It was reported the implant device rotated during a procedure. The patient was undergoing a l4/l5 transforaminal lumbar interbody fusion procedure on (B)(6) 2015. During the expansion of the implant, the implant began to rotate slightly in the disc space. The physician's assistant reported the implant looked rotated about 20 degrees. There were several images taken during the expansion process, and it was not until the driver torqued out that the next image showed the rotation. The driver was rotated the full 4 rotations, which is the maximum expansion of the implant. When the surgeon removed the inserter from the implant, the instrument was not deformed in any way. He also tried to pull back or move the implant with various instrumentation and he said that it did not appear to move. The surgeon then locked the pedicle screw system in place. Before final tighten, he compressed on the screws to compress the disc space. He noted that it looked like the cage rotated back slightly but it was still not parallel with the disc space. The implant remains in the patient. The surgery was completed. There was a spear device available; however, the spare was no needed. The surgeon felt the implant was securely in the disc space. No patient injury was reported.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.